Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) NUMBER AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED RECURRENT INCONTINENCE. DURING A REVISION SURGERY, THE PHYSICIAN CONFIRMED A FLUID LEAK WITHIN THE SYSTEM. THE DEVICE WAS EXPLANTED AND REPLACED. THERE WERE NO FURTHER PATIENT COMPLICATIONS.

Event description:
It was reported that the patient with this Artificial Urinary Sphincter (AUS) experienced recurrent incontinence. During a revision surgery, the physician confirmed a fluid leak within the system. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Corrected the Model Number, Lot Number, Catalog Number, Expiration Date, Unique Identifier (UDI) number, field (D4) in Section D, Suspect Medical Device.Corrected the Device Manufacture Date field (H4) in Section H, Device Manufacturers Only.D4: Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leakage and recurring incontinence are acknowledged within the Instructions For Use (IFU) and are not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and is indicated as such in the Instructions For Use. A Risk Review confirmed that the event of Urinary Incontinence and Fluid Leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A device history record (DHR) and ship history review were not completed as there was no lot number reported. Based on the information available, a conclusion code of End of Life Problem Identified was assigned to this investigation as the fluid leakage was most likely determined to be the device reaching end of its useful life from the analysis of the available information